Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that screen became true and dark occurred due to the white balance coefficient stored in the scope was an abnormal value, and the octagon mask was blacked out when the scope information was acquired, the abnormal white balance factor written, it is estimated that the abnormal white balance factor was written because the white balance was adjusted when the video system center and the visual signal line of the scope were abnormal and the image signal was not entered into the video system center. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with the same set of equipment.

Manufacturer narrative:
Establishment name: (B)(6) hospital the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a preparation for use, the video system center turned on at first, but after a while the screen went black. There were no reports of patient harm.